Manufacturer narrative:
One 12tlw804f fogarty embolectomy catheter with attached three way stopcock bd 3 ml syringe was returned for evaluation. The customers report of the balloon not inflating was confirmed. The balloon latex appeared discolored and deteriorated. The balloon did not inflate due to leakage from distal side of the balloon latex. A maze of cracks and holes were observed on the balloon. After cutting the proximal windings, the edges of the holes and cracks did not appear to match up. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. There was no visible damage observed from both windings and the catheter body. An engineering evaluation was assigned to the manufacturing site for further investigation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that before use, the balloon would not inflate during the inflation test. The device was replaced, and the problem was solved. There were no patient complications reported. The product was returned for evaluation. The balloon latex appeared discolored and deteriorated. The edges of the holes and cracks did not appear to match up.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.